Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with mild calcification, moderate tortuosity, and 90% stenosis in the left circumflex artery. Pre-dilatation was performed with a 2 x 8mm unspecified semi-compliant balloon. A radial approach was performed to deploy a 2.5 x 33 mm xience xpedition stent at 16 atmospheres. Fluoroscopy after stenting showed edge dissection at the proximal end of the stent. A new xience xpedition stent was deployed to treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.